Event description:
The user facility reported that an impella cp pump was unable to advance through the patient's vasculature during attempted delivery due to the patient's anatomy. The catheter kinked and the decision was made to abort the implant. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Delivery issue: impella cp pump was unable to advance through the patient's vasculature during attempted delivery. The root cause of the delivery issue was most likely patient condition related, impella cp pump was unable to advance through the patient's vasculature during attempted delivery due to the patient's anatomy. Product damage (catheter kink): the catheter kinked and the decision was made to abort the implant. The root cause of the product damage catheter kink issue was most likely patient condition related; cp pump was unable to advance through the patient's vasculature during attempted delivery due to the patient's anatomy and the catheter kinked during the procedure. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-28872. D6b explant date was erroneously entered on the initial manufacturer device report number 1220648-2025-28872. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28872.